Manufacturer narrative:
(B)(4). Pn183113 ln598770 vanguard ps open intl femoral-r , pn11-150828 ln 109710 biomet arcom ap patella w/wi, pn ep-183680 ln 613910 e1 vanguard ps tib bearing 87. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately 3.5 years post initial implantation due to instability and loosening.

Manufacturer narrative:
No device was returned; the report cannot be confirmed. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.